Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope had a broken component. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, it is likely that the broken lens was caused by improper handling such as application of excessive force, impact to the device or similar stress like fall or shock. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.